Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the delivery issue was due to the massive aortic regurgitation condition of the patient and the doctor decided to explant the impella. Hence, the root cause was determined to be patient condition.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. In the catheterization lab, as soon as the physician advanced the impella over .18 wire in the left ventricle, it was noticed that the mean arterial pressure (map) dropped to 35 mmhg. When the physician did a 2d echocardiogram, there was a massive ar. The impella was not yet started at this point. The physician pulled the impella into the aorta and the pressures were stabilized. The physician decided to complete percutaneous transluminal coronary angioplasty (ptca) while the impella was still hanging in the arch of the aorta. The physician thought that if the impella started, it was not going to be effective given the massive ar (aortic regurgitation). The ptca procedure was completed and after, the impella was explanted.